Event description:
It was reported that the patient presented in clinic for a device follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in intermittent capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.